Event description:
It was reported that a high ultrafiltration event occurred on an ak 98 machine during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was not received for evaluation; however, the device was inspected on site by a qualified vantive technician. Visual inspection of the machine showed that the ultra-filter (uf) readings were out of specification. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the event was the defective uf cell which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.